Event description:
It was reported during the surgery when the doctor was using the tonsil blade and wireless footswitch, the console and/or the footswitch seemed to get stuck. The doctor was not trying to use the device actively at that second, but when he picked it up, it beeped as if it was being activated, yet the cut/coag screen was only highlighted, not flashing as it normally does, it froze. There was no patient effect. The surgeon could not proceed, because he couldn't get the foot switch or finger switch to start or stop or get the blade/console to stop beeping until we unplugged the blade from the console and plugged it in again. Second of 2 events; see 3007069406-2012-00446.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. End of report.